Event description:
It was reported that pump screen remained dark and pump would not turn on despite multiple attempts to power it on. There was no adverse impact to the customer's blood glucose level. Customer attempted several troubleshooting steps with technical support, including pressing power button in different ways and charging pump with working supplies, but pump still did not turn on, so pump was scheduled for replacement. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it using prepaid label, and was advised to manually reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.